Event description:
It was reported that balloon rupture occurred resulting to a surgical intervention. The patient was diagnosed with artificial arteriovenous fistula stenosis in the left upper limb. The stenosed target lesion with a bend of greater than 45 degrees and less than 90 degrees was located in a moderately tortuous and moderately calcified artificial arteriovenous fistula in the left upper limb and was determined under the guidance of color ultrasound. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation and was delivered along the guidewire. The balloon was dilated for three times at 10-24 atmospheres. However, after 60 seconds, it was found that the pressure decreased, and the balloon bursts. The balloon was pulled out and when checked, it was found that the balloon was fractured horizontally. The vein was cut and removed, and the blood vessel was anastomosed. The patient recovered well after procedure. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable post-procedure.

Manufacturer narrative:
A mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 7mm distal of the proximal balloon bond. From the partial circumferential tear, the balloon was also torn longitudinally for approximately 5mm distally. An examination of the markerbands identified no issues. A visual examination observed damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred resulting to a surgical intervention. The patient was diagnosed with artificial arteriovenous fistula stenosis in the left upper limb. The stenosed target lesion with a bend of greater than 45 degrees and less than 90 degrees was located in a moderately tortuous and moderately calcified artificial arteriovenous fistula in the left upper limb and was determined under the guidance of color ultrasound. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation and was delivered along the guidewire. The balloon was dilated for three times at 10-24 atmospheres. However, after 60 seconds, it was found that the pressure decreased, and the balloon bursts. The balloon was pulled out and when checked, it was found that the balloon was fractured horizontally. The vein was cut and removed, and the blood vessel was anastomosed. The patient recovered well after procedure. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable post-procedure.